Event description:
A report rec'd from the biomedical department of the user facility stated an 840 ventilator experienced an error which rendered the ventilator inoperable. During a f/u with the biomedical engineer, the device was found to have stopped cycling while a respiratory therapist (rt) was in the patient's room. The patient was removed from the device and placed on an alternate ventilator. There was no patient harm reported.

Manufacturer narrative:
(B)(4). The covidien customer report engineer (cse) inspected the device and verified the reported issue. The cse replaced the breath delivery (bd) to graphical user interface (gui) cable to resolve the issue. The device passed all calibrations, short self-test (sst), extended self-test (est) and performance verification testing according to manufacturer specifications.